Event description:
It was reported that the lead and stimulator were replaced. Stimulation in the wrong location was reported. Impedance testing was performed. The healthcare provider felt lead may have migrated too laterally. The patient was reported alive with no injury the day of reported event date. Less than fifty percent therapy relief was reported. The location of symptom was reported in the vaginal area. The patient felt implant never really worked for her. She had excessive stimulation in vagina with no symptom relief.

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # va0m264, implanted: (B)(6) 2014, product type lead; product ID 3889-28, lot # va0m264, implanted: (B)(6) 2014, product type lead. (B)(4).